Manufacturer narrative:
A lens work order search was performed. No similar complaint type events were found. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -7.0/+1.5/111 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Refractive surprise was noticed. The lens currently remains implanted.

Manufacturer narrative:
Lens exchange was performed on (B)(6) 2017. Patient visual acuity was not corrected completely after exchange. The doctor has decided to perform lasik for additional correction. Patient post-op, pre-lasik, mr is sph. -0.1 and cyl. -1.75. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
(B)(4).